Event description:
This is a final report. The investigation was completed on the 23-mar-2021 and the results and conclusions are outlined in section h of this report. Kink in the pigtail was confirmed during use. No adverse effects to the patient reported. <updated on 8/oct/2020 (B)(6)> the user advanced the stent over a wire guide with using a straightener as usual, but he felt resistance and noticed a kink in the pigtail on the zebd-7-10 either c1628724 ((B)(6)- current report - emdr # 3001845648-2020-00727) or c1637778 ((B)(6)- emdr #3001845648-2020-00728). Therefore, another zebd-7-10 either c1628724 ((B)(6)- current report - emdr # 3001845648-2020-00727) or c1637778 ((B)(6)- emdr #3001845648-2020-00728) was used instead though, the wire guide could not pass through the stent as well as the previous stent. Since the hospital did not have the same size anymore, zebd-7-7 ((B)(6)- emdr # 3001845648-2020-00726) was used instead. However, because the same thing occurred, it was replaced with another 7cm stent. The procedure was completed the fourth 7cm stent with no problem. There have been adverse effects to the patient reported. <corrected on 16/oct/2020, (B)(6)> there have been no adverse effects to the patient reported. Updates are shown with physican's comment and additional information below (8/oct/2020, (B)(6))] <physician's comment> I suspected if my device handling was not good, so we changed the person and tried, but nothing became improved. Is it a device issue? <additional information> prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact 1. Please indicate where the device was stored prior to use. In the storage room in the hospital. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/ visiglide2, 0.025inch 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? - asku 3b. If yes please indicate the procedure performed. 4. Was the wire guide inspected for damage prior to use? (Unknown) 5. Was the device at the centre of the complaint inspected for damage prior to use? (Unknown) 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? - asku 7. If not with the device in question, how was the procedure finished? - another 7cm stent was used instead. 8. Was a straightener used to straighten the stent? (Yes).

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 of lot # c1628724 was returned to cirl for evaluation open in its original packaging. This file is linked to pr (B)(4) (emdr 3001845648-2020-00728) , pr (B)(4) (emdr 3001845648-2021-00048) and pr (B)(4) (emdr 3001845648-2020-00726) to capture user errors occurred in this event. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 06th november 2020. It is to be noted that (B)(4) decon_lab evaluation photos shows two stents at decon. The lab evaluation for the other stent is referenced in (B)(4) (emdr 3001845648-2020-00728). The reason they were captured together at decon was that they were returned together in the same packaging. A kink was observed at the 5th porthole on the tapered end. A black ink mark was observed on non-tapered end pigtail that was placed by the physician to assist with its placement . A 0.035-inch wire guide did not pass the kink. Document review including IFU review: prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-10 of lot number c1628724 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1628724. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user.¿ it should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used with the reported device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kink in the pigtail was confirmed during use. No adverse effects to the patient reported.

Event description:
This is a follow up report. The lab evaluation took place on the 06-nov-2020 and the investigation is still ongoing. Kink in the pigtail was confirmed during use. No adverse effects to the patient reported. Updated on 8/oct/2020, (B)(6). The user advanced the stent over a wire guide with using a straightener as usual, but he felt resistance and noticed a kink in the pigtail on the zebd-7-10 either c1628724 (B)(4),current report - emdr # 3001845648-2020-00727) or c1637778 (B)(4), - emdr #3001845648-2020-00728). Therefore, another zebd-7-10 either c1628724 (B)(4),- current report - emdr # 3001845648-2020-00727) or c1637778 (B)(4), - emdr #3001845648-2020-00728) was used instead though, the wire guide could not pass through the stent as well as the previous stent. Since the hospital did not have the same size anymore, zebd-7-7 (B)(4), - emdr # 3001845648-2020-00726) was used instead. However, because the same thing occurred, it was replaced with another 7cm stent. The procedure was completed the fourth 7cm stent with no problem. There have been adverse effects to the patient reported. Corrected on 16/oct/2020, (B)(6). There have been no adverse effects to the patient reported. Updates are shown with physican's comment and additional information below (8/oct/2020, (B)(6). Physician's comment. I suspected if my device handling was not good, so we changed the person and tried, but nothing became improved. Is it a device issue? Additional information. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact 1. Please indicate where the device was stored prior to use. In the storage room in the hospital. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/ visiglide2, 0.025inch 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? - asku. 3b. If yes please indicate the procedure performed. 4. Was the wire guide inspected for damage prior to use? (Unknown). 5. Was the device at the centre of the complaint inspected for damage prior to use? (Unknown). 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? - asku. 7. If not with the device in question, how was the procedure finished? - another 7cm stent was used instead. 8. Was a straightener used to straighten the stent? (Yes).

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This is a follow up report. Further information was received on 08-oct-2020 in relation to the description of event, patients pre existing condition and the event information. This is detailed below. The investigation is still ongoing. Kink in the pigtail was confirmed during use. No adverse effects to the patient reported. Updated on 8/oct/2020, (B)(6) : the user advanced the stent over a wire guide with using a straightener as usual, but he felt resistance and noticed a kink in the pigtail on the zebd-7-10 either c1628724 ((B)(4)- current report - emdr # 3001845648-2020-00727) or c1637778 ((B)(4)- emdr #3001845648-2020-00728). Therefore, another zebd-7-10 either c1628724 ((B)(4)- current report - emdr # 3001845648-2020-00727) or c1637778 ((B)(4)- emdr #3001845648-2020-00728) was used instead though, the wire guide could not pass through the stent as well as the previous stent. Since the hospital did not have the same size anymore, zebd-7-7 ((B)(4)- emdr # 3001845648-2020-00726) was used instead. However, because the same thing occurred, it was replaced with another 7cm stent. The procedure was completed the fourth 7cm stent with no problem. There have been adverse effects to the patient reported. <corrected on 16/oct/2020, (B)(6) : there have been no adverse effects to the patient reported. Updates are shown with physican's comment and additional information below (8/oct/2020, (B)(6)) physician's comment: I suspected if my device handling was not good, so we changed the person and tried, but nothing became improved. Is it a device issue? Additional information: prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact 1. Please indicate where the device was stored prior to use. In the storage room in the hospital. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/ visiglide2, 0.025inch. 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? - asku. 3b. If yes please indicate the procedure performed. 4. Was the wire guide inspected for damage prior to use? (Unknown). 5. Was the device at the centre of the complaint inspected for damage prior to use? (Unknown). 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? - asku. 7. If not with the device in question, how was the procedure finished? - another 7cm stent was used instead. 8. Was a straightener used to straighten the stent? (Yes).

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.